Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces. No button error alarm during testing. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, missing end cap sticker, and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the insulin pump alarmed button error and customer was unable to clear the alarm. Customer's blood glucose was unknown. Customer does not recall any significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.